Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there is no power to the pump and will power off without warning. The battery cap was reportedly changed however the issue could not be resolved. This report is being made based on the allegation that the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the power issue was verified in the history but could not be duplicated. Pump boots to verify screen with auditory and vibratory alarms. Power on resets were observed in the black box history. No damage observed to the battery compartment, the returned battery cap threads are intact. The audio bolus button is lifted off the pump. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. The battery cap contact height and width were found to be in specification. Pump cover was removed to investigate, no evidence of moisture or evidence of damage to battery flex or power circuit was observed.